Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator alarmed for low o2 concentration. The patient involvement is unknown. Manufacturing ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the o2 gas module and the air gas module were replaced and returned for investigation. Robustness testing of the received o2 and air gas module has reproduced the described customer issue. The received log files confirm the reported event. Between may 16, at 10:55 and 15:16, several alarms for low o2 concentration were generated. A pre-use check was confirmed to be successful prior to this ventilation period. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviates from the expected. Alarms will be activated if the failure occurs during ventilation. Our investigation has concluded that the most probable cause of the given alarms is traced to interaction of several parts within the air gas module. The solenoid inside the air gas module probably had a contributing effect to this behavior.

Event description:
Manufacturing ref. #: (B)(4).